Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that two fully charged autopulse li-ion batteries (sn unknown) does not power the autopulse platform (sn (B)(4). No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn unknown).

Manufacturer narrative:
Correction h10 on the initial MDR submitted on aug 16, 2022, here is the correct manufacturer narrative, the reported complaint of the fully charged autopulse li-ion battery (s/n (B)(6)) does not power on an autopulse platform was not confirmed during the functional testing and the archive data review. No devices malfunction was observed during the testing, and the battery worked as intended. No physical damage was observed upon incoming inspection and 4 green led illuminated upon battery status check. The archive data review showed that on (B)(6)2022, battery recorded an esd error after it was inserted into a device (probably mcc) however, it was cleared and battery is back to normal after it was inserted back again into the mcc. On (B)(6) 2022, battery recorded another error (front-side-bus) errors while the battery is charging and inside the mcc. Possible cause for this is due to an esd hit which cause a communication error between the mcc and the battery. Battery was last charged successfully on (B)(6) 2022 and was last used/inserted in the autopulse on (B)(6) 2022. The battery passed charging several times in a known good autopulse multi-chemistry battery charger, and the status leds of the battery showed four green lights each time. The battery was successfully tested on a known good autopulse platform multiple times with no issue. However, further evaluation at zoll san jose confirmed the reported compaint. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, customer reported that two fully charged autopulse li-ion batteries (B)(6) does not power the autopulse platform (B)(6). No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01024 for the autopulse li-ion battery (B)(6).

Manufacturer narrative:
Correction made on the returned to manufacturer (section d9) and date received by manufacturer (section g3).